Manufacturer narrative:
The device was manufactured according to approved procedures and met all specifications for release, with no noted manufacturing deviations, non-conformances or capas that would have contributed to the reported incident. A haemonetics field service engineer performed a full function check on the machine and found it met manufacturer specifications and was ready for use. Evaluation conclusion is the device operates as intended and did not contribute to reported event. The status of the disposables used with the system is unknown, however there were no recalls or adverse trends related to the product lots used in the procedure. There were no equipment errors or issues with the disposables noted during the donation. There is no evidence to suggest that the donor fatality was related to the device or disposables used during the plasmapheresis procedure.

Event description:
On december 12, 2022, haemonetics was notified of a 41-year-old male donor fatality which occurred at his home on (B)(6) 2022 from a sudden cardiac event due to toxic effects of cocaine use per the death certificate. The donor was not hospitalized as the event was sudden and occurred in the individual's place of residence. No autopsy was performed due to cremation. Donor's last donation was on (B)(6) 2022 using a nexsys pcs-300 system. There were no significant donor issues in the record on the day of donation. There were no issues noted with the nexsys system or disposables used during the apheresis procedure on (B)(6) 2022.